Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow-up and episodes of oversensing due to noise were noted. Programming changes were recommended. No further information is available.